Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system was not communicating. The technical support specialist found manual recovery, backed up database, followed ka 000007152 "manual recovery required - data sync invalid upload change tracking value" to resolve manual recovery and followed ka 000012130" retry - insert into purge. Purge statistics" to resolve purge statistics to resolve. The system functioned as intended after technical support specialist the troubleshooted the device.

Event description:
It was reported when using the bd pyxis anesthesia system was offline during a construction remodel and not communicated with the server. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.